Event description:
It was reported that during an implant attempt, a single-coil lead was attempted and not implanted because it had high defibrillation thresholds and could not terminate induced ventricular fibrillation (vf), therefore, a dual coil lead was implanted for improved shocking vector. The patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during an implant attempt, a single-coil lead was attempted and not implanted because it had high defibrillation thresholds and could not terminate induced ventricular fibrillation (vf), therefore, a dual coil lead was implanted for improved shocking vector. The patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) mechanical heart valve 2011 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.